Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and reported that on (B)(6) 2013 patient experienced bleeding during insertion. Bleeding subsided on its own and no further medical intervention was necessary. At the time of the call, patient reported feeling fine.